Manufacturer narrative:
The device was manufactured may 07, 2019 - may 08, 2019. The device was received for evaluation containing approximately 120ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking between the white luer and the blue winged luer cap. This occurred prior to patient use. There was no patient involvement. No additional information is available.